Event description:
Boston scientific received information that the physician experienced difficulty removing the right ventricular (rv) pacing lead during an upgrade procedure from a pacemaker to an implantable cardioverter defibrillator (ICD). The field representative noted that the lead came out of the right ventricle without issue, however it became stuck near the clavicle. When the physician continued to pull on the lead, it unraveled and fractured. It is suspected a few inches were left inside the patient. A new lead was successfully implanted with the ICD system. The portion that was removed from the patient is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of lead was returned measuring 568 mm with the conductor coils extremely stretched beyond the insulation. The anode conductor coil was stretched to 674 mm where it has been pulled to the point of fracture and the cathode conductor coil was stretched to 788 mm and had also been pulled to the point of fracture. The ethyleneterafluoroethylene (etfe) insulation on the cathode conductor coil was stretched and extended beyond the tip of the cathode conductor coil by 22 mm. Further inspection revealed that the polyurethane insulation was opaque from being stretched 520 to 568 mm from the terminal pin. It was noted that the tip of the lead including the distal anode ring was not received by the lab for analysis.